Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted latitude patient support (lcs) on (B)(6) 2018. The call to lsc was transferred to technical services. According to the patient advocate, the patient had developed a staph infection on one of the implanted leads which required that the patient be prescribed antibiotics. The device and lead system had been implanted on (B)(6) 2013. Boston scientific received a summary of this patient's hospital course from the local representative. This (B)(6) patient, with a pacemaker wire vegetation/infection secondary to (B)(6), was recently discharged to a skilled nursing facility on (B)(6) 2018 with IV antibiotics. The patient had been presented with a hypoglycemia, poor oral intake, nausea and vomiting and was found to be in acute kidney injury along with significant hypoglycemia. Acute kidney injury was multifactorial including poor oral intake, dehydration, chf. Medications included gentamicin and rifampin. The hyperglycemia was thought to be secondary to poor oral intake and accumulation of oral hypoglycemic agents. Given the patient's overall condition and desire to not continue the treatment, the patient was transitioned to comfort measures only and was discharged to hospice care. Aicd defibrillation capabilities were programmed off; however, the pacing functions of the device was still enabled. The patient died on (B)(6) 2018.